Event description:
The manufacturer received information alleging a ventilator service required with a malfunction of a ventilator¿s touchscreen. Although the touch operation on the screen was possible, the backlight repeated turning on and off while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required with a malfunction of a ventilator¿s touchscreen. Although the touch operation on the screen was possible, the backlight repeated turning on and off while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue. During the investigation of the display board at the product investigation laboratory (pil), no malfunction of the backlight was observed. Pil then ran therapy with a test lung for approximately 1 hour without issue. The error pertaining to backlight failure did not recur. Pil concluded that the display board operates as designed. The trilogy evo display board has been scrapped.